Event description:
The customer observed higher than expected vitros k+ results from a quality control sample processed on a vitros 350 system following calibration of a new lot of vitros k+ slides. Reproducible vitros k+ results of 6.8 and 6.8 mmol/l vs. An expected result of 2.80 mmol/l were obtained. Patient sample results were not affected. However, biased results of the direction and magnitude observed may lead to inappropriate physician action if occurred undetected. There was no allegation of patient harm. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation confirmed that reproducible and higher than expected vitros k+ results were obtained from a quality control sample processed on a vitros 350 system following calibration of a new lot of vitros k+ slides. The investigation determined the calibrator kit lot selected by the operator did not match the actual calibrator kit lot used to perform the calibration. Therefore, the incorrect calibrator values were used to predict the vitros k+ slide lot calibration curve. After correcting this protocol issue and recalibrating the same vitros k+ slide lot, acceptable vitros k+ accuracy was observed. The root cause of this event was user error. The vitros k+ slide lot and vitros 350 system did not malfunction.